Event description:
Procedure type: lavh. According to the reporter: during the procedure, the vessels were being sealed with a matrix bipolar and then cut the sealed vessel with harmonic and it bled a lot. The device was then opened to attain hemostasis but only one clip came out and closed correctly. The handle jammed and no more clips would come out. A lot more use of the bipolar matrix to get hemostasis. The pt lost 500 ml of blood during the event.

Manufacturer narrative:
(B)(4).